Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging a battery indicator on her one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the meter stopped working on the afternoon of (B) (6) 2010. She replaced the battery and the issue persisted. The patient mentioned that right after the issue occurred, she began to feel thirsty and sleepy. The patient did not seek any medical attention or contact his physician for assistance. This is not the first time the product is being used. Customer care advocate (cca) had the patient go into the set up mode and had the patient attempt to reset the meter; however, the ok button was not responding. Product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, and how long symptoms lasted. The complaint is being reported since the patient alleged that due to battery indicator and not being able to test, she developed symptoms suggestive of a serious injury.